Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a business partner. It was reported that the pump had hit the end of its battery life, and the pump was removed on (B)(6) 2017. The patient's weight was reported as (B)(6) pounds. According to the programmer the elective replacement indicator was at 0 months on (B)(6) 2017. The programmer also noted that a terminal event occurred on (B)(6) 2017. It was reported the pump would be returned to the manufacturer for analysis. On (B)(6) 2015, the patient reported pain, not spasticity, so the plan was to wean the patient off of intrathecal baclofen and allow the pump to reach end of battery life. After (B)(6) 2015, the patient was treated with gablofen with the dose decreased by 40mcg with each visit. The hcp continued to wean the patient off of gablofen to a starting dose of 100mcg per day. The patient's last pump refill was on (B)(6) 2017. During that visit, the patient reported that they would have insurance at the first of the year that would allow him to pursue pain management with his pump and, therefore, the patient wanted the pump replaced. A pump replacement was then scheduled for (B)(6)2017. On (B)(6) 2017and on (B)(6) 2017 a critical alarm was heard. On (B)(6) 2017, interrogation of the pump showed a terminal event had occurred. The pump beeped again on the night of (B)(6) 2017. On (B)(6) 2017, the patient was hospitalized for the removal of the baclofen pump and the patient was discharged on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare professional (hcp). It was reported that the  cause of the alarm was determined to be the pump at the end of it's battery life. It was reported the pump was allowed to expire and intrathecal baclofen was put at minimal rate. It was reported that the alarm had been resolved. No further complications were anti cipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient heard the critical alarm. The patient had not yet been seen by their doctor regarding the issue. No symptoms were reported. No further complications were anticipated/reported. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient first started hearing the pump alarm on (B)(6) 2017. The healthcare provider (hcp) reportedly told the patient that the pump would not go dead until 2018-mar, and the pump was scheduled to be replaced on (B)(6) 2017. Since the patient heard the alarm, the replacement was moved to (B)(6) 2017. When the patient went in on (B)(6) 2017, the nurse reportedly told the patient that the pump was completely dead and there was no sense in replacing it because it was already dead. The reporter inquired how long the alarm would last before the battery was completely dead, and it was noted that the patient heard the alarm again as he was getting in the shower. The nurse reportedly told the patient that he should be hearing the alarm every 10 minutes, but the patient was not hearing the alarm every 10 minutes. It was stated that the pump battery died 6 months before it should have, and the patient was told that a reason the pump may have died more quickly was because of his personal therapy manager (ptm). The patient was reportedly given the ptm from a manufacturer representative, but was never told that the pump would die more quickly with a ptm. The patient was reportedly going to call the hcp's office right away to discuss the alarm and replacement.